Manufacturer narrative:
The field service engineer performed an inspection of the analyzer and performed a cuvette wash, a cuvette blank check, a photometer check, and a hardware check. All were within specifications. The investigation did not identify a product problem. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 6000 c501 module. Sample 1 initial result was 1.79 mg/dl, and the repeat result was 1.02 mg/dl. Sample 2 initial result was 2.78 mg/dl, and the repeat result was 0.79 mg/dl. Sample 3 initial result was 6.13 mg/dl, and the repeat result was 0.71 mg/dl. Sample 4 initial result was 1.68 mg/dl, and the repeat result was 0.73 mg/dl.